Event description:
(B)(6) customer stated she purchased a contour xt meter in (B)(6) and found the meter was reading in mg/dl instead of mmol/l. No adverse event was alleged. The meter is expected to be returned for investigation and a replacement was sent.